Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a preface® guiding sheath with multipurpose curve. Air was pulled in. It was reported that air was pulled in. This occurred right after starting to use. The issue was resolved by changing the sheath to another one. Procedure was ended without problem. The procedure was completed without patient's consequence. No further information is available. Air flow back into side port is MDR-reportable.

Manufacturer narrative:
On 1-apr-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-aug-2022, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a preface® guiding sheath with multipurpose curve. Air was pulled in. Device evaluation details: visual analysis of the returned sample revealed that the unit does not present any damages or anomalies. Functional analysis was performed and no leakage or other anomalies were observed during the performing of the test. The complaint reported by the customer was not confirmed. No leakage was observed during the functional test. Exact cause of the reported event could not be conclusively determined during the analysis. Procedural/handling factors might have contributed to this issue. Neither the phr review, nor the product analysis suggests that the event reported by the customer could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time. A device history record review was performed for finished device number 18022550, and no internal actions related to the reported complaint were identified. The root cause of the event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).